Manufacturer narrative:
Isi has not received the prograsp forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the instrument log for the instrument (pn 471093-11/lot # k11210510 0270) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2021 on system sk0614. The instrument had 16 uses remaining after last use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the prograsp forceps failed to open with no evidence or claim of mishandling or misuse. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date in section is not applicable. Field is not applicable because the product is not implantable. The information for blank fields in section is not available. Fields are not applicable.

Event description:
It was reported that the prograsp forceps would not open properly and the tungsten wire was completely frayed. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
D15- intuitive surgical, inc. (Isi) followed up on 18-jan-2022 and 21-jan-2022 obtained the following additional information: the site could remove the instrument from the tissue, but it did not operate properly. The jaws were not stuck on the tissue and there was no need to use the instrument release kit to open the jaws. There was no blood loss as a result of the issue. There was no clinical consequence for the patient. The procedure was completed with a backup instrument. No information is available on the procedure delay. The issue was identified during central processing.

Event description:
Refer to h10/h11 for follow-up information.